Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 29july2019. The manufacturer¿s international service technician confirmed the reported airflow issue. The manufacturer¿s international service technician replaced the flow sensor assembly to address the reported problem. The part was returned to the manufacturer for investigation: it was determined a defective u1 on the airflow sensor pcba created the airflow and o2 flow accuracy test to fail. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance, the product support engineer (pse) reported that the device failed the airflow accuracy test (pvt test 5) at the 0 slpm setting. The customer reported there was no patient involvement.